Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that the device displayed replace sensor during a sensor session. The sensor was inserted into the abdomen on 10/08/2021. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.